Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type screening device product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type screening device product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type screening device product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a trial spinal cord stimulation (scs) patient. It was reported that left leg paralysis occurred during the trial. An MRI was performed on (B)(6) 2016 and a t12-l2 laminectomy was completed. The system was also explanted. The issue was not resolved at the time of this report. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.